Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. Philips field service engineer (fse) replaced the air flow sensor and retested the unit. After the air flow sensor was replaced the unit operated correctly and the sensor was within tolerance levels.

Event description:
During annual performance maintenance (pm) the philips field service engineer (fse) noted the air flow sensor was out of tolerance. There was no patient involvement.